Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited high thresholds after the initial implant, the lead was repositioned and there were no out of range measurement. After this procedure the patient complaint about low pulse and it was discovered that the lead exhibited loss of capture. The device was reprogramed. No additional adverse patient effects were reported.